Event description:
It was reported that during an unknown procedure there were dropping clips. The clips fell from the device (not into the patient) and the clips which could be placed did not hold. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 02/14/2008. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.